Event description:
Surgeon reported that a pt has experienced one broken matrixrib plate and an add'l plate and screw construct that is pulling away from the ribs. Surgeon noted that the pt is stable. However, pt's chest is not stable at present and the pt will continue to be observed while treatment options are considered. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.